Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft kink could not be confirmed through this evaluation as no images were submitted for review and the device remains in use. Additionally, review of the submitted log files confirmed the reported low flow alarms; however, a specific cause for these findings could not be conclusively determined. Furthermore, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The submitted controller event log files contained events from 22mar2025 ¿ 24mar2025. Intermittent low flow events were captured on 22mar2025 and 23mar2025, several of which were associated with transient low flow hazard alarms. Additionally, review of the controller periodic log file captured a few additional low flow hazard alarms on 15mar2025. Of note, pulsatility index (pi) values appeared to be elevated during the low flow events. No other notable events or alarms were captured, and the pump appeared to be operating as intended at the stored patient speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including right heart failure and hypertension, that may be associated with the use of the heartmate 3 lvas. This section also provides an explanation of pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 of the IFU, ¿system monitor¿, provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. This section under "attaching the sealed outflow graft to the pump" instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Section 6 of the IFU, "patient care and management", states that post-implantation hypertension may be treated at the discretion of the attending physician, and any therapy that consistently maintains mean arterial blood pressure less than 90 millimeters of mercury (mmhg) should be considered adequate. Additionally, section 6 of the IFU (under ¿right heart failure¿) states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. This section (under ¿caution!¿) also explains that right ventricular dysfunction, especially when combined with pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, "alarms and troubleshooting" outline system controller alarms, as well as how to respond to each alarm condition. These documents instruct the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Right heart failure did not exist pre-lvad. After the outflow graft repair the patient needed higher rpm to increase flow. It was increased from 5000 rpm to 5100 rpm contributing to right heart failure. The only right heart failure symptoms were positional dizziness. The alarms appeared to be multifactorial due to small left ventricle size, inflow orientation within the left ventricle, role of left diaphragm, and volume status all playing a role. This was treated with iosartan to decrease systemic vascular resistance (svr) and hydration. This partially resolved the issue. The plan of care was to monitor for symptoms.

Event description:
It was reported that the patient had been having low flow alarms accompanied with and without syncope/near syncope. The patient also had syncope without low flow alarms. A computed tomography angiography (cta) of the chest was done in (B)(6) 2025 and demonstrated an outflow graft (ofg) kink, which was surgically repaired on (B)(6) 2025. Despite this intervention, the patient continued with the same clinical presentation. There were no concerns for bleeding. A repeat cta was done without concerns for thrombus or ofg stenosis. The echocardiogram showed 3-3.4 left ventricular end-diastolic diameter (lvedd). There was normal right ventricle size and moderately decreased right ventricle function. Ejection fraction was 30-35% and aortic valve opening (avo) 1:2. Diet and fluid were liberalized. The patient was given multiple doses of albumin. The treatment plan was to transfer to the intensive care unit (ICU), place an arterial line (a-line), and to add pressors to incite permissive hypertension. The log files were reviewed and showed multiple low flows, which seemed to be physiological in nature where the low flow estimator dropped below 2.5 lpm (including low flow flags - lower flows not sustained long enough (at least 10 seconds) to activate the audible alarm). These occurred when pulsatility index (pi) was elevated. The pump was seeing a reduction in blood volume. There were no other unusual events seen in the log files. The patient was put on cardene at 2.5 mg/hr for afterload reduction with reduction in low flows, but they were still occurring. It was noted that they were aware that volume retention, or lack there of, was an issue. A repeat echocardiogram yesterday showed an ejection fraction of 40-45%, lvedd 4.1, normal right ventricle function, right atrial pressure 1-3, mild right ventricle dysfunction. Blood pressure was 90-11/55-65 overnight. The log files were reviewed again and showed as before, low flows, which seemed to be physiological in nature where the low flow estimator dropped below 2.5 lpm (including low flow flags - lower flows not sustained long enough (at least 10 seconds) to activate the audible alarm). These occurred when pi was elevated. The pump was seeing a reduction in blood volume. These appeared to be a patient related issue and not pump related. It appeared that flow improved at the end of the log file with flow ranging from 2.9 to 3.6 lpm on (B)(6) 025. There were no other unusual events seen. The patient was discharged since the surgical repair. The low flows had not resolved. The patient was referred to neurology for autonomic dysfunction. There were no changes to anticoagulation status and the patient remained fully anticoagulated with an inr goal of 2.0-3.0. There were still no concerns of bleeding.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Correction: removing the code from h6: 2522 - failure to align. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.